Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device: ovaries, migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and migraine ("migraines / headaches"). At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, migraine and pelvic pain to be related to essure. The reporter commented: on an unspecified date, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: breakage of essure device perforation (fallopian tube) migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : events "migraines / headaches, migration of essure device location of device: ovaries, pelvic pain, breakage of essure device, perforation (fallopian tube)" were added. Reporter, patient and product information were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device: ovaries, migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and migraine ("migraines / headaches"). The patient was treated with surgery (removal of essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, migraine and pelvic pain to be related to essure. The reporter commented: on an unspecified date, the patient underwent tubal ligation. Discrepancy noted in date of insertion ¿ (B)(6) 2014, (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the right essure device is outside the fallopian tube lying in the left pelvis. Opacification of right fossa tube with free spill in the right precarinal space.. Ultrasound scan vagina - on an unknown date: breakage of essure device perforation (fallopian tube) migration of essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : reporter information, essure removal date and removal details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.